Manufacturer narrative:
Additional, changed, and/or corrected.

Event description:
Baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on (B)(6)2021 with lot number 3242844. Analysis of the returned device identified: opening curved on radius and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius and creases fold. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consistent with the use of some surgical tool."